Event description:
New information notes that the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.